Event description:
Healthcare professional additionally noted capsular contracture, baker grade I. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture and "if the implant is ruptured on the right, there is a medical indication for implant removal". "Development of asthma, psoriasis and sjögren's syndrome... A breast implant illness (bii) cannot be excluded" was also reported, but is not device related. Device remains implanted.